Event description:
It was reported, that the device had a downstream occlusion seal blister. The event occurred, during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement. And no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The reported problem of a blistered downstream occlusion (dso) sensor seal was verified. By visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.